Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. No excessive no delivery alarm could be verified due to the prime anomaly. The motor passed the motor test. The insulin pump was received with a cracked case at the display window corner, cracked belt clip slot and minor scratches and cracks to the display window.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. The blood glucose reading is unknown. Nothing further reported.